Manufacturer narrative:
The alarm trace does not contain a conspicuous result. The customer's qc data was provided but the investigation could not determine if it was acceptable as the target mean and ranges were too large to reflect the provided results accurately. The customer indicated verbally that their qc recovery was acceptable. The field service engineer (fse) found that the cell rinse tubing was damaged. The tubing was replaced. The customer ran calibration and qc successfully. A precision study was performed successfully. The service maintenance actions performed by the fse resolved the issue.

Event description:
The initial reporter received questionable elecsys ck-mb immunoassay results for 1 patient tested on a cobas 6000 c501 analyzer. The initial ck result was 2177 u/l with flag. The repeat auto-dilution result was 141 u/l. The repeat result was reported outside of the laboratory. The next day, the patient had a second sample drawn and the ck result was 1503 u/l. The first sample was then repeated on another analyzer and the result was 2407 u/l. The third repeat result of 2407 u/l was deemed correct. The reagent lot number and expiration date were requested but not provided.